Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis with blood present on the outside/inside of the device. The effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that there were numerous kinks throughout the shaft and that the tip was kinked. The guidewire used in the procedure was not returned for analysis, so functional testing was performed using a test .035¿ guidewire. The wire was able to be inserted into the tip but would not pass the kink in the tip. The wire was then inserted into the hub but the wire would not pass due to the kinks in the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is 'operational context' as the product meets the design and manufacturing specifications but due to anatomical and procedural factors encountered during procedure, performance was limited. (B)(4).

Event description:
It was reported that tip damage occurred and the device became stuck on the wire. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the patients left leg. The device was successfully primed, used for thrombectomy twice, and then used in power pulse mode. When the device was switched back to thrombectomy mode, for the third attempt at thrombectomy, it was noticed that the catheter was stuck on the stiff angled glidewire and was unable to be advanced to the preferred location in the vessel. Therefore, the wire and catheter were removed from the patient¿s body together. Once outside of the body, with some resistance, the two devices were successfully separated. It was also noticed that the distal tip of the angiojet catheter was damaged/split. Another of the same catheter was used to complete the procedure. The patient¿s condition after the procedure was fine. No complications were reported.